Manufacturer narrative:
Added UDI#, asku as it was not provided in the initial report.

Event description:
Additional information was received from a manufacturer representative. It was reported that impedances were checked and were all found to be good. The patient needed to turn their amplitude up, which resolved the loss of stimulation.

Event description:
The consumer reported that she had a loss of stimulation while charging. The patient did not have the programmer to check with so used the recharger to check the implant. The patient had full coupling and the stimulation on icon was in the upper left corner and the implant was almost fully charged. The patient noted that she could not feel stimulation to relieve pain. There were no falls or traumas reported related to the issue. The change in therapy or symptoms was considered sudden. The indications for use were spinal pain, lumbar radiculopathy and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.